Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4) performance data was collected from the device and analyzed. The save to disk finding noted a device integrity alert for low battery voltage recommended replacement time (rrt). Time of eri in save to disk on (B)(6) 2013. Device eri <(><<)>= 2.55 volt. Product ID (B)(4) implanted: (B)(6) 1997. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.

Event description:
It was reported that after receiving a MRI screening,the device was unable to be interrogated. With several trials, the device was able to be interrogated and showed a low battery voltage. The device was explanted. No patient complications have been reported as a result of this event.